Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample material from the patient was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable false negative cmv igg elecsys e2g results from the cobas e 801 analytical unit. The results from the cobas analyzer were: 0.20 u/ml using the primary sample tube (negative). 0.174 u/ml from using stored serum (negative). The patient had a cmv igg positive result on (B)(6) 2024 with the vidas biomérieux igg cmv kit (19.0 au/ml).

Manufacturer narrative:
The investigation did not identify a product problem. Sample material from the patient was submitted for further testing and the customer's results were reproducible and showed non-reactive results in the elecsys cmv igg assay. The majority of methods indicated non-reactivity for cmv igg in this sample. However, a cmv infection cannot be excluded at this point since reactivity to the ie1 antigen was detected which is a hint for an early acute phase of a cmv infection (<6-8 weeks).